Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29476. It was reported that a patient presented in clinic for a new system implant since the patient's old system would be radiated due to patient's breast cancer treatment. The old system's right atrial (ra) and right ventricular (rv) leads were both found to be oversensing noise. No symptoms reported. The old system was programmed off and left in the body and replaced with a whole new system. The patient was stable throughout procedure.